Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, d4, d10, g1-2, g4, h2, h3, h6, h10. The product has been received and lab analysis was performed. The product evaluation shows that the monomer pouches have been already pierced and entered the cylinder. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products optipac-s 60 refobacin bone cement r, reference 4711500396-1, batch a749b06465 were manufactured on 20th december 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. 3 complaints (including the current complaint) have been recorded for optipac-s 60 refobacin bone cement r, reference 4711500396-1, batch a749b06465. An investigation has been performed, consisting of a documentary review and a product analysis. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the monomer would not sucked inside the cylinder. There was no patient involvement. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record has been reviewed and no discrepancies were found. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the cement would not release.